Event description:
Clinic receiving error message for pt inr. Inratio: >7.5, lab: 2.3. Lab results 5 minutes after inratio results. Pt not on heparin/lmwh, antibiotics, steroids. No changes in pt meds. Pt not anemic, on chemo or dialysis. No info on hematocrit level provided. No thyroid, autoimmune disease. No bleeding.

Manufacturer narrative:
Investigation pending.